Event description:
It was reported that stent migration occurred. A promus premier stent delivery system (sds) was advanced to the left anterior descending (lad) artery and was deployed. The stent delivery balloon did not fully inflate during dilation so it was pulled back; however, while removing the sds balloon it was noted that the stent had moved and migrated to a more proximal site in the vessel. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).